Event description:
It was reported an overstimulation sensation. The patient reported that he had the internal neurostimulator (ins) turned off for years. The patient kept the ins turned off because "it wasn't working anyhow." When he went through a security system the ins turned on and he experienced a shocking or jolting sensation when he was in certain positions. The patient indicated it keeps him up at night. The patient reported he got spine cancer, rib and lung cancer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3888-33, lot# j0333679v, implanted: (B)(6) 2003. Product type: lead. (B)(4).